Manufacturer narrative:
(B)(4). Although the product code of 626631 is not sold in the us, a similar product code of 826631 is sold in the us. Therefore, we have included the 510(k) number of product code 826631 within this report. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded.

Event description:
Patient ventilated in ICU with encephalitis. Codman icp monitor inserted (B)(6) 2015. Mei spine on (B)(6) 2015. Pressure monitor stopped working after MRI. Icp monitor removed (B)(6) 2015. Patient developed intracerebral haemorrhage at site of icp monitor tip. Patient coned and died (B)(6) 2015. Probable intra cerebral haemorrhage due to icp monitor. Monitor ceased to function during MRI. Possible heating effect of mei. (B)(6) 2016 per customer: I am not sure if you are aware of the circumstances surrounding this. We had a patient with an icp monitor in place. He underwent MRI scanning and the monitor was not functioning after this. The monitor was removed with no visible signs of damage. The monitor was discarded. 12 hours later the patient was noted to have had an intracerebral haemorrhage centred around where the tip of the monitor had been sited. Haemorrhage is rare but well described. There are also case reports of icp monitors malfunctioning after MRI and in some cases overheating. The pm was inconclusive. I don't think we will ever find out whether the MRI caused the damage or whether the monitor caused the haemorrhage but these are possible. I don't think there is any suggestion of any fault from codman regarding this case. The setup of the monitor during the MRI only partially followed the codman advice. In particular the monitor was coiled and attached to the skin but the coils were 3-4 cm only, leaving approximately 50cm uncoiled. This was draped over the patient's chest (in a "straight line" configuration). The patient underwent cervical spine MRI rather than brain MRI (with a head coil). I would be keen for this case to be publicised to highlight the potential risk of MRI scanning with a codman monitor and to guide clinicians to take all steps required to minimise the risk.

Manufacturer narrative:
Additional information: the device was not returned to codman for evaluation. A review of manufacturing records found no discrepancies when the device was released to stock. The contraindications section of the IFU states: "compatibility of implantable catheter-tipped pressure transducers with magnetic resonance imaging (MRI) has not been determined." The adverse events section of the IFU states: "hemorrhage may occur at the site of transducer placement from either the skull, cortical or dural areas. Testing of the blood clotting factor should be conducted on patients before insertion. Decisions regarding the possibility of subarachnoid, intracerebral or extracerebral hemorrhage at the site of placement are the sole responsibility of the attending neurosurgeon. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.